Manufacturer narrative:
Investigation: the collection set was not available for return. An image of the kinked inlet pump header tubing from the trima accel set was received from the customer. Upon inspection of the photograph, a kink was observed on the inlet pump header tubing on the trima accel set. Root cause: tubing kinks may occur during packing, and then take a set shape during the sterilization process. The tray contains raised sections, which are designed to hold the cassette in place. Incorrect packaging can result in pump header tubing not being routed around these raised sections, resulting in a kinked/folded pump header tubing.

Event description:
The customer reported that on a unused trima accel set, a kink was observed on the pump tubing. No donor was connected at the time of the event. No patient (donor) information is reasonably known. The trima accel set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. No injury was reported and the kinked tubing was detected prior to use. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.